Manufacturer narrative:
The device was returned to zoll medical (B)(4). The customer's report was duplicated and the pace/defib engine board was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The pace/defib engine board was returned to zoll medical corporation, united states for evaluation. The charging capacitor on the pace/defib engine board was found to be faulty. A replacement pace/defib engine board resolved the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.